Event description:
Reporter indicated a vns pt developed an infection at the generator site. The pt underwent vns generator replacement surgery and had two weeks of antibiotic therapy. The pt has fully recovered. The infection was due to the pt touching the incision site per the reporter. Wound cultures of the generator site isolated staphylococcus aureus as the infectious organism. The explanted generator has been returned and is currently in product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.